Event description:
Additional information was received from a manufacture representative. They reported the left side system was discarded by customer and disposed of ¿ left side explant will not be returned. Unused ins (B)(6) from the reps stock will be returned ¿ battery is still sterile, but packaging got contaminated with blood spot on the surgical field.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29sj8 implanted: (B)(6) 2020: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va29sj8); product type: 0200-lead; implant date (B)(6) 2020-10-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were getting a replacement due to end of service battery status. When they opened up the left side for replacement, they found that the lead was broken where it would have been connected into the ins. The system was removed and not replaced.